Event description:
Approx one week ago, pt experienced shocks from his device without preceding symptoms. Examination revealed oversensing by the defibrillator with manipulation of the abdominal pocket area, pt returned to surgery 7/8/94, lead fracture found. Lead was capped and left implanted.